Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reviewed the logs and noted the alarms "iabp may require maintenance" and "electrical test fails code 14." The fse cleared the log, tested the iabp and could not reduplicate alarms. All readings are still within manufacture specifications, the cardiosave service is completed. The fse performed safety, calibration, and functionality checks to factory specifications. The fse released the iabp back to the customer and cleared for clinical use. (B)(6).

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) alarmed "iabp may required maintenance" and generated a compressor error prior to use on a patient. No patient involvement or adverse event was reported.